Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported low blood glucose issue.

Event description:
It was reported that the customer experienced a low blood glucose (bg). The low bg value was unknown and occurred when the customer was detached from the pump. Reportedly, the customer reverted to insulin injections for insulin therapy.